Event description:
I currently use dexcom g7 cgm system, during the past two months the units I received have been defective and would not start monitoring my blood sugars. Each time I had two use another unit. I've contacted dexcom each time to try to get replacements, under a lot of question and sending them pictures of failing units. I've been using dexcom of over two years and this is the third time I've had units fail. Attached pictures show unit missing wire sensor, this has been the problem on three units.